Manufacturer narrative:
The physician reported that pt was last seen on 08 december 1998. The symptoms resolved "last year"; exact date not specified. The physician deemed the angioedema unrelated to collagen injections.

Event description:
A physician reported that pt who was treated on 12/19/96 in lesions of the cheeks and into 2 depressed areas in the chin. On approx 1/1/97, she developed intermittent episodes of angioedema which last for several hours that affected her upper lip, extend up the nasolabial folds, up the side of the nose, and one third of the way across her cheek. Medical or surgical intervention was postponed pending a consultation with an allergist.